Event description:
The following has been reported: "displayed error number 01-0001 after the device is turned on." Error 01 is defined in the technical manual as a motor rotation issue. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, nothing linked to the reported event was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6)) was not sent back to our laboratory for analysis as repairs were performed locally. However, the suspected defective cpu board was returned as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the subject part was performed using an agilia sp test bench. An ageing test as well as a run-in test were performed. Both results were compliant. No technical error was triggered during the test period. Thus, the root cause of the reported event can only be investigated with the whole associated device. Based on available information, the root cause of the reported issue remained unknown (not the cpu board). To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.